Event description:
It was reported that the patient presented in clinic for follow up. No capture at 7.5 volts output was noted on the right ventricular lead. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the physician noted a fracture beneath the lead insulation approximately 1/3 of the way down from the connector pin. The lead was further "damage" during the extraction. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.